Manufacturer narrative:
The date of the event reportedly occurred on an unknown date in (B)(6) 2018. Lot 17m012 was manufactured november 9, 2017 ¿ november 10, 2017. One actual intermate unit was received at the plant for evaluation. Visual inspection via the naked eye noted fluid inside the bag that contains the unit which indicates leakage has occurred. A functional leak test was subsequently performed by manually filling the bladder with green colored water. During fill, evidence of leak was noted at the solvent-bonded junction of the tubing and stress member. The reported issue was verified. The cause of leakage was due to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed in the tubing of a small volume intermate during filling with pantoprazole. There was no patient involvement. No additional information is available.